Manufacturer narrative:
It was reported that a hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence documentation review and IFU review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. To date no medical records have been received. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a hip revision surgery was performed due to elevated test results.